Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. E1 was updated to unknown as information was not currently available.

Event description:
Complainant in japan reported the automated impella controller (aic) was turned on and when the staff tried to turn the power on the aic off, it froze. The sound was still playing when it froze. The aic was forcefully shutdown and an aic failure alarm appeared. The on and off buttons did not click when pressed. No patient harm or use was reported.

Manufacturer narrative:
After reviewing the logs, the reported issue with freezing was not confirmed. The console was tested in collaboration with field service. The reported issue was unable to be reproduced through testing. The root cause of the reported frozen automation impella controller (aic) could not determined due to the inability to reproduce. Added d9 date device returned to manufacturer d2 common device name f6/f8-should have been left blank in the initial report.